Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv had flow back into the primary bag. The following information was provided by the initial reporter: material no: (B)(4), batch no (lot no): 20036431. It was reported the IV practically free flowed back into the primary bag. A secondary (magnesium) and the IV practically free flowed back into the primary bag. Was not the initial time the tubing was used.

Event description:
It was reported that as lvp 20d 3ss cv had flow back into the primary bag. The following information was provided by the initial reporter: material no: 2426-0007 batch no (lot no): 20036431 it was reported the IV practically free flowed back into the primary bag. A secondary (magnesium) and the IV practically free flowed back into the primary bag. Was not the initial time the tubing was used.

Manufacturer narrative:
The customer reported the IV practically free flowed back into the primary bag. The customer also sent a secondary set sample used in the reported issue (received under pr 377367). Received was a used primary set model 2426-0007 lot 20036431 with non-bd (curos) alcohol caps on its middle and lower smartsite ports. The as-received sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damage or issue was observed. Functional testing was performed by repriming the primary set sample from an attached lab infusion bag filled with clear fluid before applying the set's roller clamp. The secondary set was reprimed from an attached lab infusion bag filled with blue dyed fluid. The secondary set's male luer was then attached to the primary set's top smartsite port and the sets were hung in a secondary infusion configuration. The primary set's roller clamp was slowly opened until fluid drops were observed only within the secondary set's drip chamber. It was observed that the blue dye fluid slowly travelled up the tubing directly below the primary set's check valve p/n 630-00327 component. The setup was left and approximately half an hour later, it was observed that the tubing directly below the check valve was filled with blue dye fluid and there was blue dye fluid within the bottom of the check valve indicating a faulty check valve. No blue dye fluid was observed past the top of the check valve. Functional testing, water test, and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The sample is also subjected to re-inspection by the automated inspection system. Previous testing has shown that a particulate, off-center membrane or disc pinch can cause a valve to remain open allowing backflow to occur. Bd tj manufacturing supplier quality was informed. A supplier notification memo was provided and the sample was sent to supplier. The device history record for set model 2426-0007 lot 20036431 shows the set was manufactured on 18mar2020 with a total of (B)(6) units built. There were no quality notifications issued during the production build of this set. The customer¿s report that the IV tubing set backflowed was confirmed based on functional testing performed. Previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined. H3 other text : see h10